Manufacturer narrative:
Correction: the lead was previously reported in error as it is an investigational lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside the lumen of the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analysis noted that the guidewire was damaged and stuck inside of the lead. If information is provided in the future, a supplemental report will be issued.